Event description:
It was reported that the insertable cardiac monitor (icm) fell out of the patient. The physician and the patient decided they had enough information while the device was implanted, that no new device was needed to be implanted. The patient mobile monitor (pmm) was recycled by the patient. No adverse patient effects were reported.